Manufacturer narrative:
No button error alarm noted during testing. Device had esc and act intermittent buttons response due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button error. Customer's blood glucose level was 185 mg/dl. Customer observe time clock for one minute to verify if time advances. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.